Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. During the procedure, the device could not deploy a band off of the ligator. The device was removed and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (only the handle assembly) was analyzed, and a visual evaluation noted that slack was taken up and the post showed insertion marks of the trip wire, but the trip wire was not properly rolled on the spool. The suture thread was in good condition and contained seven knots. A functional evaluation was performed by rotating the handle knob, it was noted there was a resistance due to the trip wire not rolled properly. The reported event of bands unable to deploy was not confirmed since only the handle assembly was returned. It is not possible to carry out a more thorough investigation to determine the influence of the device on the deployment problem of the bands. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. Upon analysis, it was found that the the trip wire was not properly rolled on the spool causing a loss of functionality of the handle. The device did not have the required accuracy, so the bands may not have been deployed as intended. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11 (correction): the report source "distributor/importer" in block g2 (report source) has been removed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. During the procedure, the device could not deploy a band off of the ligator. The device was removed and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.